Event description:
It was reported that approximately 23 years post-implantation, the patient underwent a hip revision due to periprosthetic fracture. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). A1: patient ID - (B)(6). G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. H6: suggested component code: mechanical (g04) - stem. Visual examination of the provided pictures identified the explanted stem covered in bio-debris. No further evaluation could be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and review identified the following: periprosthetic fracture of the proximal left femur with femoral implant loosening secondary to fracture and subsidence. A definitive root cause cannot be determined. The complaint is confirmed based on the x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.